Manufacturer narrative:
Device analysis by MFR: the returned product consisted of a jetstream xc 2.4mm atherectomy catheter. The guidewire was not returned. Visual analysis showed 2 kinks located 1cm from the tip and the other 79cm from the tip. A .014 test guidewire was attempted to be inserted into the device but restriction was felt at the point of the kinks. Functional analysis was performed per the directions for use. The device functioned as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the device became stuck on the wire. A 2.4mm jetstream xc catheter and thruway guidewire were selected for an atherectomy procedure in an unspecified anatomical location. During the procedure, the physician noticed wire friction with the thruway guidewire. The jetstream device then became entrapped on the guidewire. The physician slowly removed the entire system altogether from the patient. The procedure was then completed with a new device, which was the same model. No patient complications were reported and the patient was stable post-procedure.

Event description:
It was reported that the device became stuck on the wire. A 2.4mm jetstream xc catheter and thruway guidewire were selected for an atherectomy procedure in an unspecified anatomical location. During the procedure, the physician noticed wire friction with the thruway guidewire. The jetstream device then became entrapped on the guidewire. The physician slowly removed the entire system altogether from the patient. The procedure was then completed with a new device, which was the same model. No patient complications were reported and the patient was stable post-procedure.